Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reports a "pop off" during patient injection with a juvéderm® ultra xc syringe. Event further described as "the needle disengaged and all the product came out." No injury to the patient or injector. The needle from the package was used.

Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received in an opened pack with an opened tray. Without cap nor needle. No defect observed.

Event description:
Healthcare professional reports a "pop off" during patient injection with a juvéderm® ultra xc syringe. Event further described as "the needle disengaged and all the product came out." No injury to the patient or injector. The needle from the package was used.